Manufacturer narrative:
The autopulse platform was returned to the zoll san jose service depot and during the initial functional testing failed due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. A system error 139 (unable to hold compression position) was identified after the archive data check. The drivetrain motor brake assembly air gap was too wide, measured at 0.013", out of the specification (0.008" ± 0.001"). The brake gap could not be adjusted and continued to open out of specification. The investigation funding confirmed the drivetrain motor failure noted during the initial investigation performed at the zoll japan service depot. The drivetrain motor was replaced to remedy the error. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
On september 30, 2020, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). During the functional testing, the autopulse platform displayed user advisory (ua) 02 (compression tracking error) message. The potential root cause for the user advisory (ua) 02 error is due to a defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in september 2013 and is more than 7 years old, well beyond the expected service life of 5 years. The defective drivetrain motor needs to be replaced to remedy the fault. Upon visual inspection, noticed cut off head restraint wire on the top cover. The probable cause for the observed physical damage could be due to normal wear and tear ,or could be due to mishandling. The top cover needs to be replaced to address the physical damage. Upon service completion, the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4)) failed functional testing due to user advisory (ua) 02 (compression tracking error) message.